Manufacturer narrative:
Concomitant medical products: 250ml b.braun bag, ndc 0264-7800-20, lot number j8j033, exp 07/20, 0.9% sodium chloride; an o positive blood bag and 10ml zr flush, lot number 3132977, exp 04/01/2020, 0.9% sodium chloride.

Event description:
The customer reported that the bag appeared to have leaked blood out from the spike port site. There was no patient harm.

Event description:
The customer reported that the bag appeared to have leaked blood out from the spike port site. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the bag appeared to have leaked from the spike port was confirmed to be a leak from the top of the drip chamber. Functional testing showed the set leaked at the engagement between the top of the filtered drip chamber and the tubing. Closer inspection showed insufficient solvent at the engagement between the tubing and the drip chamber. Dimensional analysis was performed on the pvc tubing; the tubing measured within specification. The root cause of the leak is insufficient solvent at the tubing engagement to the top of the drip chamber.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the bag appeared to have leaked blood out from the spike port site. There was no patient harm.